Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the cotton dressings under the patient started to burn during surgery due to leaking of disinfectant (skinsept g). The procedure was a necrosectomy of the stub. New information (B)(6) 2014: the burn was a second degree on the right lower of the stub, size of lesion approx. 5x3cm. Burn was not treated, as the patient died as a consequence of very bad conditions. Date of death (B)(6) 2014.